Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 3.1 and 3.2 was not detected. The field service engineer (fse) inspected auxiliary 3.1 and 3.2 drawers and reseated the row board cable at the back of each drawer. The hardware test application was then used to open all cubies and check for any debris. The pharmacist tested the drawers using the application and cleared any failures, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7wms3 drawers 3.1 and 3.2 were not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.